Manufacturer narrative:
Due to character limitation in e1, full event site address is (B)(6). Event site telephone is (B)(6). Updated fields - b4, b7, d9, d10, e1(initial reporter, event site address, telephone and email), g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that there was blood in mega 40 cc intra-aortic balloon (iab) during the balloon implantation process. There was no injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.